Event description:
Related manufacturer report number: 2017865-2023-22284. During a remote follow-up, noise resulting in oversensing on both the right atrial (ra) & right ventricular (rv) leads were detected. Technical support was contacted and recommended the patient be monitored. The patient was stable and there were no consequences.